Event description:
(B)(4). It was reported that following a percutaneous transluminal coronary angioplasty with a stent implant, the patient experienced a myocardial infarction. In (B)(6) 2012, patient underwent percutaneous transluminal coronary angioplasty. The 3.5x16mm, 90% stenosed target lesion was located in the proximal to mid right coronary artery (rca). The lesion was pre-dilated and the 3.5x28mm promus element stent was implanted resulting in 0% residual stenosis. The following day prior to patient discharge, the patient experienced a cardiac enzyme elevation non-q-wave myocardial infarction. No intervention was required and the event resolved without residual effect. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).